Manufacturer narrative:
Information was received via published literature located at:https://www.ncbi.nlm.nih.gov/pubmed/22325964.

Event description:
It is reported that the patient experienced a dislocation. It is unknown if the patient underwent intervention.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00319.